Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The reported complaint of an air trap error message was confirmed based on the evaluation of the thermogard console ((B)(4)) performed by biomed technician at the customer's site. Visual inspection of the console found that the air trap block needed cleaning. Biomed technician was able to clear the air trap error message by cleaning the air trap. The console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. The console was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, during device setup, the thermogard system ((B)(4)) was successfully primed; however, the "system set-up screen" would not advance with the test stating airtrap alarm warning. No error message was displayed by the console. As a troubleshooting step, the saline bag was checked and airtrap was noted without any leak. Another suk was used, however, airtrap alarm could not be cleared. No other information was provided. No patient involvement.